Event description:
It was reported that pump battery was draining and sometimes did not hold a charge. There was no reported impact to the customer¿s blood glucose level. Customer was in process of obtaining renewal pump, was out of warranty, and no further action was required from technical support.